Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer assumes the pump delivers too little insulin. Since (B)(6) 2015 blood glucose levels have been too high (220 mg/dl to 335 mg/dl). Correction with pump but no success. Then correction with pen. No adverse event reported. A request was made for the return of the device.